Event description:
A 5-inch longitudinal skin incision was made volarly, and a volar henry approach was made to the volar radius. A 6-hole synthes plate was exposed and removed. Six screws were removed. One screw broke, and a portion of the screw shaft was not able to be removed. The wound was irrigated and closed with 2-0 vicryl followed by staples. An additional 4-inch skin incision was made volarly, and a subcutaneous approach to the ulnar was performed. An additional six-hole synthes plate and six screws were removed, one of these screws also broke, and a portion of that screw was not able to be removed.what was the original intended procedure?remove plate and screws, left forearm.device #1is this a laboratory device or laboratory test?no.